Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on (B)(6) 2020 the device was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) 2. Section h. Box 3: device returned to manufacturer? 3. Section h. Box 3: device evaluated by manufacturer? 4. Section h. Box 6: method code 1 and method code 2, and method code 3 5. Section h. Box 6: results code 1 6. Section h. Box 6: conclusions code 1 additional information was added to: 1. Section d. Box 10: returned to manufacturer on (mm/dd/yyyy) results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The pusher assembly was fractured approximately 137.5 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was detached from its pusher assembly inside its introducer sheath. Conclusions: evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. Further evaluation revealed that the pusher assembly was fractured, and the embolization coil was detached. If the pusher assembly mid-joint is proximal to the introducer sheath friction lock, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink and subsequent fracture may result. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If this occurs, resistance may be encountered upon advancement, and the smart coil may not advance within its introducer sheath. If the device is forcefully advanced against this resistance, damage such as a kink in the pusher assembly may result. During the functional test, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced out of its introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01322 h3 other text : placeholder

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01322.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, two smart coils would not advance at all from their initial position within their introducer sheaths. Therefore, the smart coils were removed. It was reported that while attempting to advance one of the smart coils, the pusher assembly of the smart coil inadvertently bent. It is unknown which of the two smart coils pusher assembly was the one that bent. The procedure was completed using other smart coils. There was no report of an adverse effect to the patient.